Event description:
Discrepant troponin I results from same specimen. "Ran a pt, got a positive troponin of 1.00, myo of 14.9. All other cardiac markers were negative so decided to just rerun same sample with just troponin cup. The result was then 0.48. Reported this answer. Then decided to get a new specimen and run both trop and myo. Pt's results were 0.0 for trop and 14.1 for myo. On the pt's 6 hour specimen, results were <l for trop, <l for myo. Reported these out."